Event description:
It was reported that during a face-lift procedure, the head of the burr broke in the cortex of the patient. It was also reported that the broken piece was left in the patient. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this investigation was not returned tot he manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.